Event description:
On 8/20/93 an device was implanted. On 1/24/94 the balloon was revised. On 11/21/94 the cuff was revised. On 10/31/96 a cuff was implanted due to recurring incontinence. No components were removed from the pt or replaced.